Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not communicating and displayed a black screen. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and displayed a black screen. A technical support specialist (tss) connected to the device h4w2 and discovered an error in the datasync log related to the thermal printer. The last server communication was on april 15, 2025, at 11:09 pm local time, with the med app running smoothly. The issue was resolved by fixing the thermal printer error. The system functioned as intended after the technical support specialist troubleshot the device.